Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from october 23rd reported that interstim was no longer working. The patient stated she went to see her healthcare professional (hcp) to have the device checked. The patient stated they were unable to connect to the implantable neurostimulator (ins) to see if the battery was still good. The patient stated, ¿it wasn¿t registering anything, like the battery was dead¿. The hcp sent the patient for an ultrasound that determined that the lead was no longer connected to the battery. The patient stated they did not have any trauma or falls. The patient reported no symptoms. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient needs a revision. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the ins did not work and the battery may have been replaced and it did not help. No patient symptoms were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a fall and lost stimulation. Impedances were tested and all were greater than 4000 ohms or less than 50 ohms. Each electrode was programmed and maxed out amplitude. No further complications were reported.